Event description:
A customer contacted beckman coulter inc., (bec) and reported that the differential mixing chamber was overflowing on the unicel dxh 800 coulter cellular analysis system. About one cup of liquid leaked out and some was observed on the floor. The system did not generate alarms or errors. There was no report of exposure to open wounds or mucous membranes. No one sought medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control plan at the facility. No patient results were affected. There was no death, injury or an effect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse found leakage from the nucleated red blood cell counts (nrbc) and differential (diff) chambers from an overflow. The fse cleaned the spillage and replaced the nrbc and diff chambers to resolve the issue. After the chambers replacement, the fse verified proper draining of the chambers and performed verification inspection procedures which passed. Per additional communication from the fse, the obstruction in the diff and nrbc chambers was caused by debris from tube caps. Failure mode of this event was the obstruction of the nrbc and diff chambers caused by debris from tube caps. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).